Manufacturer narrative:
A stryker service representative performed an evaluation of the customer¿s device and was unable to verify and duplicate the reported issue. Proper device operation was observed through functional and performance testing. The cause of the reported issue could not be determined. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report that their device had unexpectedly lost power. This issue may prevent the device from providing therapy if it were needed. There was no patient use associated with the reported event.